Event description:
A "sensor error" message with the adc device was reported and the customer was therefore unable to obtain readings. As a result, customer experienced loss of consciousness and/or seizure/convulsion and was unable to self treat. Paramedics were called and upon their arrival checked the customer's blood glucose levels (scan results unavailable) and provided food to the customer. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in report is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "sensor error" message with the adc device was reported and the customer was therefore unable to obtain readings. As a result, customer experienced loss of consciousness and/or seizure/convulsion and was unable to self treat. Paramedics were called and upon their arrival checked the customer's blood glucose levels (scan results unavailable) and provided food to the customer. No further details were provided. There was no report of death or permanent impairment associated with this event.